Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (50 mg/ml at 3 mg/day) via an implanted pump. It was reported that the catheter was revised. The patient had no signs/symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostic/troubleshooting performed was noted to be ¿catheter aspiration performed.¿ the catheter was replaced. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot#serial#: (B)(6). Implanted: on (B)(6) 2010, explanted: on (B)(6) 2024, product type: catheter, product ID: 8578, lot#serial#: (B)(6), implanted: on (B)(6) 2017, explanted: on (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot#: (B)(6), ubd: 10-aug-2012, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 22-mar-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.